Event description:
Boston scientific received information that this pacemaker, right atrial (ra) and right ventricular (rv) leads exhibited low out of range pacing impedance measurements, noise and oversensing. Additionally, undersensing of intrinsic r-waves was observed. The patient was not pacemaker dependent. An invasive procedure was performed. The device was explanted and replaced and the leads were surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.